Event description:
It was reported by service report that the footend lift would not go all the way down due to lift housing screws had loosened causing the limits to be out of specification. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Lift housing screws, lift limits. The issue was resolved for the customer by the service tech tightening the foot end lift housing screws and burning in the lift limits.